Event description:
I started using poligrip in 1991, have used it every day. A year ago in (B)(6) was diagnosed with neuropathy, it is permanent and will have to be treated medically for the rest of my life. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1991 - 2010. Diagnosis or reason for use: loose teeth. Event abated after use stopped or dose reduced?: no.